Event description:
It was reported that ¿several¿ motor stalls and recoveries recorded in event logs. All stalls and recoveries ¿seemed¿ to occur in the middle of the night when the patient was sleeping. Caller reports patient was ¿clinically fine¿ and had oral baclofen ¿if needed.¿ patient recently was given a prescription for a tens unit and they ¿may have¿ ordered a special hospital bed for the patient as well. The device system was used to infuse lioresal. (See related pe pe 0700354008 motor stall pump (B)(4)) logs were read and showed stalls on: (B)(6) 2013 @ 5:55 with recovery @ 6:12 (B)(6) 2013 @ 1:24 with recovery @ 3:35 (B)(6) 2013 @ 3:39 with recovery @ 3:58 (B)(6) 2013 @ 3:38 with recovery @ 6:37 (B)(6) 2013 @ 3:36 with recovery @ 3:48 additional information received reported that a ¿complete environmental inventory¿ of the patient's home was being done. They were removing from his bed room ¿anything that plugs in.¿ the patient was going out of town for the weekend and they were planning on checking on the device following the trip, since he was going to be away from his home. The patient had no other implantable devices. The hcp (healthcare provider) was going to check if the patient was using magnetic therapies. It was further noted that the patient had a stall and recovery on (B)(6) 2013 which occurred while the patient was at a clinic or hospital, which ¿may¿ explant why that one occurred. Additional information received reported that the patient had a new pump implanted in (B)(6) 2013 and was in for refill the day of the initial report. The hcp (healthcare provider) found that a motor stall had occurred as early as 3:45 the morning of the initial report. The motor stall recovered, but the reporter did not know when. Additional information received in logs reported that stall occurred (B)(6) 2013 at 3:36 and recovered at 3:45, (B)(6) 2013 at 00:15 and recovered at 00:36 (B)(6) 2013 at 5:38 and recovered 6:37 (B)(6) 2013 at 3:39 and recovered at 3:58 (B)(6) 2013 at 1:24 and recovered at 3:35 greater than 2 hours (B)(6) 2013 at 5:55 and recovered at 6:12 (B)(6) 2013 at 17:54 and recovered at 18:03 (B)(6) 2013 at 2:15 and recovered at 2:20.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).